Event description:
Had lasik eye surgery performed in 2000 on both eyes. In (B)(6) 2012, had a rapid deterioration of vision in my left eye and was diagnosed with post-lasik corneal ectasia. Had corneal cross-linking performed to save my eye and now must wear scleral contact lens to get my vision back to a reasonable level.